Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, examined the neck incision area, and observed redness, and pain. Due to concerns of infection, physician removed the entire inspire system. Physician prescribed antibiotics after the procedure.